Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient not showing in device. A technical support specialist provided summary of issue and specialist advice the user to reverse discharge options or if epic will clear the dc field with a new message. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis anesthesia es system patient not showing in device. The customer indicated that a patient currently in the operating room did not transfer from the electronic medical record (emr) to the pyxis device and user had to created temporary profile to dispense meds for patient. There were no adverse events or injuries reported based on this event.